Event description:
It was reported that pump generated cartridge alarm and customer noted that cartridge replacement and resumption of insulin did not resolve issue. There was no adverse impact to the customer's blood glucose level. Customer replaced cartridge and continued insulin, and technical support arranged pump replacement. Customer will continue to use current pump.